Event description:
The initial reporter received questionable ise indirect gen.2 for na results on two patients on a cobas 6000 c501 (ul) v. For patient 1, the initial na result was 128 mmol/l. The repeat result was 138 mmol/l. For patient 2, the initial na result was 122 mmol/l and the repeat result was 128 mmol/l. The initial patient 1 result was reported outside of the laboratory and the repeat result was deemed correct. The initial patient 2 result was not reported outside of the laboratory and the repeat result was deemed correct. The electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer replaced all ise reagents, the eco-d, and the reference electrode, and performed ise checks.